Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The throw adjuster is very heavy to move, and it is difficult to hit the exact point where it should stop. Moving the selector is not smooth, but choppy. The doctor thinks it is in place, but if it is slightly in front, it shoots 33 mm, even though the choice was meant to be 23 mm. Experienced very dangerous, and therefore the pbus that have a heavy button are discarded.

Event description:
1.the throw adjuster is very heavy to move, and it is difficult to hit the exact point where it should stop. Moving the selector is not smooth, but choppy. The doctor thinks it is in place, but if it is slightly in front, it shoots 33 mm, even though the choice was meant to be 23 mm. Experienced very dangerous, and therefore the pbus that have a heavy button are discarded.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
1.the throw adjuster is very heavy to move, and it is difficult to hit the exact point where it should stop. Moving the selector is not smooth, but choppy the doctor thinks it is in place, but if it is slightly in front, it shoots 33 mm, even though the choice was meant to be 23 mm. Experienced very dangerous, and therefore the pbus that have a heavy button are discarded.

Manufacturer narrative:
A review of the dhrs of the top level and sublots as well as the inspection records was conducted, and no deviations or non-conformances were found relating to this issue. There were two opened units returned by the customer for review. A visual in functional investigation was performed and it was found that the throw adjustor was extremely sticky and would not slide smoothly between length markers. This results in difficulty securing the throw adjustor to a set length and the potential for the device taking a longer specimen than desired when firing the biopince. The complaint is confirmed. An investigation into the sticky throw adjustor found that the most probable cause is an inadequate coating of teflon on the component, resulting in a significant increase of friction between the adjustor and the housing of the device. The operational procedure outlining the assembly of the biopince ultra devices was updated to develop a more robust teflon coating and final inspection process for the completed units. Training was provided to the operators to ensure proper adherence to the relevant procedure.